Event description:
Healthcare professional reported "we have implants of the brands allergan that we would like to complain about". Later the healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e1.

Event description:
Healthcare professional reported "we have implants of the brands allergan that we would like to complain about". Later the healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted. The device will be returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have had the year listed as 2026.

Event description:
Healthcare professional reported "we have implants of the brands allergan that we would like to complain about". Later the healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted. The device will be returned.

Manufacturer narrative:
Clarification to d6a: partial date of 2015 provided. 01/nov/2015 populated to better align with the manufacture date of the device. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "we have implants of the brands allergan that we would like to complain about". Later the healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted. The device will be returned.